Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon some functional test fse found fuse was blown. The fse replaced the ups controller and removed the jumpers from ups board and rewired. After the replacement the ups controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.